Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the faulty drawer controller board. A field service engineer, replaced drawer controller board on main drawer 3.1 and reseated all connections in all drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer 3.1 is not detected on bus and has failed. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.